Manufacturer narrative:
D10 concomitant product: vlft10gen, vlft10gen ft series energy platformx1, (sn (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during fundoplication procedure, the handpiece had activation and end tone heard but sealing was inadequa te/partial when used on different tissues (vena and art, gastrica sinistra/preparation stomach/fundus/preparation lig. Coeliacus). No re-grasp alert occurred. The seal seemed adequate and vessel was fully transected but bleeding was observed directly from the ligasure seal. At first glance, everything was fine. At second glance, small bleeding could be seen so coagulation was repeated again and again which significantly extended the duration of the operation about 60minutes. The jaws of ligasure handpiece was cleaned max 1-2 times. A non medtronic product was used to complete the procedure. The generator was used on other procedure without any issues. There was a blood loss of about 400ml but no blood transfusion done to patient.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the plug was cut off and not returned. Seal plate damage was also observed. It was reported that sealing was inadequate. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals will be formed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.